Event description:
Pt admitted to hosp for removal and replacement of left breast saline implant secondary to deflation. These implants were placed following bilateral mastectomy with expander implant breast reconstruction in 1998. Manufacturer-mcghan.